Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner, while the unit is being repaired.